Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the device return date in section d9, to provide additional information in section d10, to update section h3, and to provide the completed investigation results. The actual sample was received for evaluation. Visual inspection revealed that the outer layer had been peeled from the tip to 155mm, exposing the core wire. Magnifying inspection of the actual sample found that the outer layer was found to have been peeled off completely at the tip, though at about 155 mm from the distal end, only circumferential half of the outer layer was peeled off. The tip of the outer layer attached to the main body was straight. The cut of the outer layer at about 155 mm from the distal end was arc shaped. Electron microscopic inspection of the core wire of the actual sample found that trace of sizing cut performed in the manufacturing process was confirmed at the distal end of the core wire. From this, it was conceivable that there was no portion missing from the core wire of the actual sample. Electron microscopic inspection of the outer layer of the actual sample found that the cut surface was smooth. Around 155 mm from the distal end, the outer layer was found to have been cut slantingly. The outer diameter of the actual sample was measured and confirmed to meet the factory's control criteria. Mechanism of peeling of outer layer: it is known that peeling of outer layer may occur when radifocus guidewire m is used in combination with a metal needle. When the outer layer is peeled due to the combination use with a metal needle, the following characteristics may be observed. The outer layer was peeled off semi-circumferentially. The cut surface of the outer layer is smooth. The proximal end of the peeled outer layer is arc-shaped and cut slantingly. These characteristics were thought to be similar to the actual sample. IFU states: do not manipulate or withdraw the glidewire through a metal entry needle or a metal dilator. Manipulation and/or withdrawal through a metal entry needle or a metal dilator may result in destruction and/or separation of the outer polyurethane coating requiring retrieval. A plastic entry needle is recommended when using this wire for initial placement. Based on the provided information and investigation results, there is no definitive evidence that this event was related to a device defect or malfunction. It was likely that the outer layer of the actual sample was peeled due to the combination use with a metal needle. However, it was unlikely that a metal needle caused the large peeling of the outer layer from the tip to about 155 mm. Therefore, it was presumed that the outer layer was peeled by a metal needle and then the peeling area (length) might have been expanded due to some additional load applied when the actual sample was removed. As for the core wire of the actual sample, there were traces of sizing cut performed in the manufacturing process, thus it was considered that there was no portion missing from the core wire. The exact cause of the reported event cannot be definitively determined based on the available information.

Manufacturer narrative:
UDI - not required for product code. Implanted date: device was not implanted. Explanted date: device was not explanted. Occupation- radiology technologist. PMA/510(k)- k926214. The actual device has not been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record and the shipping inspection record of the involved product code/lot# combination was conducted with no findings. (B)(4).

Event description:
The user facility reported that the radifocus guidewire m was used during the procedure. The urethane was peeled when the product was used concurrently with a metal needle. They are not sure if product fragments remain in the patient body. The procedure outcome was not reported. The final patient impact was unknown.